Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 426mg/dl and 239mg/dl at the time of incident. Sometime in the night blood glucose value went to 33mg/dl. Customer treated with needles. Customer stated no need to further troubleshoot on highs and lows and stated the low was do to over delivering of insulin himself via pen. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08720 inches. No motor drive anomaly or clicking noise anomaly noted. The motor was tested outside of device and passed. Unit was received with cracked reservoir tube lip, cracked lcd window, scratched keypad overlay and minor scratches on lcd window.